Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge was failed to open. The customer stated that they were unable to remove or issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), concomitant med prod data and section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fridge was unable to open due to a failing door latch. The field service engineer (fse) cleaned the latch and applied conductive grease to restore proper function. After servicing, the door was tested multiple times in the user application, and all functions returned to normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge was failed to open. The customer stated that they were unable to remove or issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.